Manufacturer narrative:
G4: premarket / 510(k): k142259, k163701.

Event description:
It was reported that a device issue occurred. A direxion? Hi-flo? Microcatheter was selected for use during the procedure. While manipulating the device, the microcatheter became stuck with a 0.035-inch guidewire and was reported to be stuck or caught. There were no reported adverse effects or injury to the patient. No additional information was provided.